Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80mg/dl-110mg/dl fasting. Verified the strips expire 1/23/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 183mg/dl and 150mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is concerned with results of 152mg/dl,146mg/dl,141mg/dl,155mg/dl and 132mg/dl. Customer calling concerned that her meter is providing her high results. Customer states she received a result of 152mg /dl on (B)(6) 2016 fasting, 14 mg /dl on (B)(6) 2016 fasting and 139mg/dl on (B)(6) 2016 fasting. Customer consider results high.